Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. This failure was due to broken solder connection in the distribution node to rear therapy electrode cable. The root cause for the broken cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.